Manufacturer narrative:
No issues were identified during the preparation and maneuvering the device to the target vessel. Review of device history records including raw material inspection, in process and finished product inspection does not reveal any discrepancy relevant to batch under investigation which conform that there is no indication of a product related quality deficiency associated to this batch. Control sample test results of the same manufacturing lot again conforms that there was no indication of a product quality deficiency. Additionally, a review of the complaint history identified no other incidents from this lot.

Event description:
No damage was noted to the device packaging. No issues noted when removing the device from the hoop. The device was prepared normally and the catheter performed as expected while in the patient. It was observed that the mozec balloon catheter sticking to interventional wire when removing from the patient. Two (2) of 3 balloons used during the procedure stuck to wire once outside of guide/touhy burst. It took extra effort to remove from wire (outside patient). The device was removed as single unit from the patient and no kink or bent were noted. The procedure was completed with another of the same device (mozec nc, lot # mncf27). No patient complications were reported and the patient's status was stable. Please note: this is the second report of two for the same event. Two balloons were used and this report is for the second balloon.